Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's family reported a yellow wrench driveline power fault alarm. The pump was on with a green light and left ventricular assist device (lvad) numbers were presented by the family. The patient presented to the emergency department. No damage to the driveline or modular cable was noted. Log file review was requested which confirmed driveline power line b faults. The pump was noted to appear to be operating as expected. The driveline was noted to be fully secured with no yellow exposure at the connection point. The modular cable and system controller were exchanged which resolved the alarms. The patient was noted to have tolerated the exchange.